Event description:
It was reported to philips that no x-ray exposure occurred due to a third-party injector issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service disconnected the injector cable, restoring the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).